Manufacturer narrative:
Patient identifier not made available from the site. The medtronic representative reported that the navigation system was used in a subsequent procedure with no issues. On 01/18/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 01/27/2016 a medtronic representative performed a second navigation system check-out, all areas passed. System performed as intended. On 01/27/2016 software investigation completed. Findings are that the frame to patient relationship changed which may have invalidated the registration. Software is functioning as designed. Frame movement. No parts have been received by manufacturer for analysis.no further issues have been reported. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Event description:
A medtronic representative reported an alleged incident with navigation accuracy issue during a cranial procedure. The procedure was a navigated ventriculostomy with endoscope, grade 2-3 glioma interfering with the ventricle system. Axiem procedure with 23 centimeter stylet. Registration was successful, good accuracy. After patient wash and sterile draping, fully covering with standard opaque draping, procedure went on, there were no visible issues. When using the stylet navigated endoscope to fenestrate the ventricular wall, some warning signs regarding the location was noted by the surgeon why the procedure was interrupted and a post-op scan obtained. Images show an unwanted lesion approximately 10 millimeters above the intended target. As a result, an injury in the corpus callosum has occurred. The tumor itself was severely impacting the status of the patient, subsequently, the end outcome of the unwanted lesion is not clear at this stage and may not even be possible to evaluate in the future. When this was discovered, a surgery review was done by the surgeon and it appeared to indicate that the patient tracker was moved by the sterile draping. None of the instruments have been retained, and are not available for review. The surgeon opted to complete the procedure without the use of the navigation system. There was no delay of therapy. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Manufacturer narrative:
Correction: patient identifier was inadvertently reported as "n/a" and should have been left blank on the initial MDR as the information was confirmed unobtainable from the ous rep. Per review of the reported event by hardware engineering, a surgery review was completed by the surgeon which indicated that the patient tracker was inadvertently moved during the sterile draping portion of the procedure. The instructions for use (IFU) that accompanies the device contains the following warning regarding frame movement, "warning: the position of the anatomy is defined by the position of the patient reference. If the patient reference moves with respect to the anatomy after you register the patient, navigation will be inaccurate. Make sure that the vertek® articulating arm is locked securely in position. If the arm slips after registration, re-secure it and register the patient again before navigating."